Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted with dried body fluid in the helix housing. Resistance testing found the lead was not electrically continuous. Detailed analysis and x-ray confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that the helix of this right atrial (ra) lead could not be extended during the implant. The lead was thus not implanted after several attempts to position the lead. The lead was returned for analysis. No adverse patient effects were reported.